Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle and the air water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is possible that reprocessing has not been correctly implemented due to a leak from the cracked scope connector, resulting in no removal of the foreign material. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The instructions for use (IFU) gif-ez1500, operation manual chapter 3 preparation and inspection describes how to detect them and gif-ez1500, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories) describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.